Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2018 with the following findings: during investigation, the battery compartment was found to be cracked. There was a battery compartment leak. There was evidence of moisture corrosion in only the battery compartment. Other parts of the pump did not have moisture. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and moisture. This report is made based on results of investigation completed on 10/17/2018.